Event description:
It was reported that the right atrial (ra) right ventricular (rv) leads exhibited low out-of-range pace impedance measurements less than 200 ohms and intermittent noise with oversensing and pacing inhibition. Both leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.